Manufacturer narrative:
H10: complaints database analysis revealed that no similar event on this device occurred since its installation in 2007. Based on all the collected information, it can be concluded that the case was due to an intermittent electrical failure, likely caused by a level and a bubble sensors fault.

Event description:
See initial report.

Event description:
Livanova deutschland has received a report that during a procedure, the level/bubble sensor issues displayed triangle warning. The would come back to normal and switch back intermittently. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in (B)(6), united states of america. As per follow up with the perfusionist, during the case intermittently they would get a triangle warning on the level and/or bubble sensors at different times. When the warning would clear on its own the level and bubble would work properly and show that it was connected to the scp panel. No ¿alarm¿ (red) ever appear during the case ¿ pump never stopped or erc was never initiated to close. They didn¿t test it anymore because they were in a case. A field service engineer was dispatched to the customer site and the issue was confirmed. Unplugged sensor and re-inserted sensor, and the warning triangle did not clear. I did this a couple of times and then the bubble sensor worked properly. Additionally, display was- flashing and not booting up (intermittently). I moved the screen to another slot and re booted the s5 system and the ¿flickering¿ display was blank and no power. The bubble module, the level module and the dc/dc module were changed. Finally, also the touch screen was changed. After changing modules - system booted up and both icons (bubble/level) were stable and would show up on the scp panel (assigned) sensors would alarm correctly. It was not possible to verify if the issue would affect how the sensor was working. Once I got it to read the sensor (yellow triangle gone) sensor worked as it is expected. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.